Manufacturer narrative:
No samples were returned for the probe not actuating. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue could not be determined. No additional information is expected. (B)(4).

Event description:
The operating room clinical coordinator reported that on multiple occasions during vitrectomy surgeries, the cutters' shutter did not work. It either stayed in the open or the closed position and did not cut. She indicated the aspiration was working. The staff obtained a replacement. No harm to the patients were reported. No additional information is expected.